Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3-date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3166, UDI: (B)(4), serial:(B)(6), batch: t00005727 common device name: scs octrode lead, model: 3169, UDI: (B)(4), serial:(B)(6), batch: t00005709 common device name: scs octrode lead, model: 3166, UDI: (B)(4), serial:(B)(6), batch: t00005727

Event description:
It was reported patient experienced ineffective therapy and had pain at the ipg and lead sites. Reprogramming was attempted. Physician also prescribed medications for pain. As a result, surgical intervention was undertaken where the entire system was explanted.